Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). Additionally, the left ventricular automatic threshold (lvat) test was detected as programmed amplitude or suspended mode. High capture thresholds were observed. No adverse patient effects were reported. This lead remains in service.